Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the o2 concentration was fluctuating during patient treatment. There was no patient harm. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module was replaced and returned for manufacture investigation. The reported fluctuating o2 concentration were reproduced during test of the returned o2 gas module mounted in a ventilator. The nozzle unit was found to causing oscillating in the o2 gas module. The nozzle unit has a predetermined lifetime and it is replaced at preventive maintenance (pm) that must be performed every 5000 hours of operation or at least once a year. If oscillations happen during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person:(B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).